Event description:
It was reported that post op, a adjustable band procedure, the patient received adjustments, however, was not losing weight. A exploratory lap was performed. The band was fine, however, the port had to be replaced. The plastic piece, strain relief, had broken off and migrated back to the port. The patient is doing fine.

Manufacturer narrative:
Date sent: 9/10/2009. Bent hook and tubing tear. Evaluation summary: the following components were returned for analysis. Picture provided by the surgeon. The injection port with locking connector and 8cm of catheter. The tubing strain relief was not returned for investigation. Per visual inspection, it was observed that on the injection port, one hook was returned bent. Biological debris was observed on the hooks. Blue color was observed inside of the injection port and the catheter. The locking connector is correctly placed. One tear was observed on the catheter on the locking connector side. This tear was 1.2mm in length and localized at 5.2 mm of the connection tubing. Leak and injection test were performed without the original catheter and results are follows: a leak test was performed on the injection port with a successful result, no leakage was found. An injection test was performed on the injection port with a successful result. No blockage was found. It was not possible to deploy or retract hooks, because one hook was bent. The event description cannot be confirmed, because strain relief was not returned for investigation and locking connector was returned correctly placed. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.